Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customers current blood glucose level was 36 mg/dl. Customer experience hypoglycemia, and treated it with food. Customer called to request blood glucose calibrations, and the sensors was able to calibrate. Customer declined to troubleshoot the low blood glucose, as it had risen back to 200 mg/dl. Nothing was returned or shipped.